Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted 4 weeks post operatively, because the pt developed bacteremia with achromobacter xylosoxidans, and required re-do valve replacement. This info was provided by the FDA. Two calls were made on 10/3/2008 to f/u with the physician to obtain add'l info; he was out of the office. On 10/16/2008, the physician's answering svc indicated that a request for add'l info be faxed as the physician was unavailable.